Event description:
It was reported that there was a power on reset (por) condition. It was stated that the stimulation could not be adjusted and the patient programmer displayed the call your doctor icon. It was noted that the patient noticed the screen the morning of the report. The patient reportedly recharged the night before, and 'typically' recharged the device a little bit each night. It was stated that the por condition was cleared which resolved the reported issue. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 3888-45, lot# v325403, implanted: 2010-(B)(6), product type lead product ID 3888-45, lot# v391124, implanted: 2010-(B)(6), product type lead product ID 3888-33, lot# v350472, implanted: 2010-(B)(6), product type lead product ID 3888-33, lot# v248461, implanted: 2010-(B)(6), product type lead product ID 37752, serial# (B)(4), product type recharger product ID 37743, serial# (B)(4), product type programmer, patient product ID 37082-20, serial# (B)(4), implanted: 2010-(B)(6), product type extension product ID 37082-20, serial# (B)(4), implanted: 2010-(B)(6), product type extension. (B)(4).